Manufacturer narrative:
This report is being filed to update the initial reporter section and describe event/problem field.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) review was needed. Ts reviewed the case and noted that non physiological noise was seen with this episode which may be representing a connection issue due to marginal under insertion which was not clearly seen on the provided x-ray picture. Ts discussed possible troubleshooting steps for this case. The device remains implanted at this time. No adverse patient effects were reported. Additional information noted that the physician performed some testing around body postures and system manipulation which did not reveal any abnormalities, the device programming was change to the secondary sensing vector.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) review was needed. Ts reviewed the case and noted that non-physiological noise was seen with this episode which may be representing a connection issue due to marginal under insertion which was not clearly seen on the provided x-ray picture. Ts discussed possible troubleshooting steps for this case. The device remains implanted at this time. No adverse patient effects were reported.